Event description:
It was discovered during baxter's device evaluation that a pump displayed system error 105. It was reported that there was no patient involvement related to the pump in question.

Manufacturer narrative:
(B)(4). The incoming device evaluation experienced a system error 105. It was confirmed and reproduced. It was determined that the error was caused by a failed motor. The motor assembly was replaced.